Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis of the returned part indicates: a defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test at the 0slp setting. There was no patient involvement.